Event description:
It was reported the pt's ipg will no longer communicate with external devices. The pt does not have stimulation. The pt stated he fell off a deer stand and since he lost the ability to recharge his ipg. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.